Manufacturer narrative:
Additional information regarding the patient and device details could not be requested due to clinic privacy restrictions. This report is submitted on december 24, 2019.

Event description:
Per the clinic, it was reported that the patient underwent revision surgery on (B)(6) 2019, in order to convert the patient to a transcutaneous baha implant system. During the procedure, the abutment was removed and a magnet placed on the internal fixture.